Manufacturer narrative:
A.4, a.5, and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that upon advancement of the repositioning sheath following impella cp implant, bleeding and a hematoma developed at the access site. The pump was subsequently removed and replaced with a new pump. No patient harm was reported.

Manufacturer narrative:
The pump was not returned for investigation. A data log review was not required for this case run. As per the clinical report, bleeding and hematoma occurred after the advancement of the repositioning sheath, and the issue was resolved after replacement of the pump using a dry seal sheath. The cause of the access site bleeding was not determined without returned product investigation and sufficient clinical information was not provided. The pump passed all post sterile inspection checks.